Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. No delivery anomaly noted. The insulin pump was reset with correct time/date and monitored. No time/clock anomaly noted. The insulin pump had a scratched lcd window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 178 mg/dl. The customer states the buttons are unresponsive, but did not receive a button error alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.